Event description:
Pt sustained intertrochanteric left hip fracture after falling at home. Pt underwent left hip pinning. Pt had a satisfactory post-op course and was transferred to a ltc facility. Pt was readmitted 2 months later presenting with a 2 day history of pain in left hip. Pt had noticed something snap in the hip, while walking at home, and since then has had marked pain in the left hip and difficulty weight bearing. Has had gradual worsening of symptoms. X-ray films showed that 2 of the screws of the orthopedic sliding screw plate had broken. In addition, a new fracture of the greater trochanter with proximal migration by icm and the 2 distal screws of the plate had broken and the plate lifted off the femur by 1cm distally, the sliding hip screw had backed out a couple cm. Pt treated conservatively with po analgesics. Discharged home on 3 days later. Family seeking second opinion. Orthopedic surgeon's assessment: pt has a stable and well healed basilar neck fracture of the hip, with a new greater trochanter fracture and pt has broken a couple of the screws in the plate. The construction appears stable and the fracture of the greater trochanter though painful will not require surgery.